Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was no telemetry with the device. No audible tone when magnet was placed on the device. No pacing seen on surface ECG with patient rhythm going at 60bpm. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined and the result of the analysis is inconclusive. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicated the battery was not internally shorted. Without additional data, the result cannot be confirmed.